Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an alarm during dwell 2. The patient removed the cassette from the cycler and noticed fluid leakage. Treatment was cancelled. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported the patient was not prescribed antibiotics and has not contacted the office with any reported issues.